Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, after a patient was connected to an 840 ventilator, an oxygen (o2) sensor out of range diagnostic message was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.